Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. . An error code 808a indicates the pressure sensor value for ps1 is below the expected range during power-on self-test. Probable cause could be a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys touch, because the canister full alarm and 808a occurred, the device was restarted. But, this problem was not solved. The treatment was continued with a back-up device. There was no delay. There was no patient harm. The device will be returned to jp local service for evaluation. The evaluation results will be shared after its completion.